Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: two samples were returned for evaluation. Visual inspection through 10x magnification revealed black spots on the cannula. Black spots could not be removed with a paper towel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6014804. Conclusion: the irregular darkening appears to be embedded in the cannula and is supplier process related.

Event description:
It was reported that there was what seemed to be rust present on 2 needle samples of the bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in no injury or medical intervention.